Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the allegation was confirmed as a pair new transmitter alert was found within the investigation window. The probable cause was determined to be a transmitter failure. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.